Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit undersensing. A defibrillation threshold (dft) test was stated to be perform and technical services (ts) noted there were no signs of undersensing as well as provided reprograming options. This product remains in service. No adverse patient effects were reported.